Manufacturer narrative:
Iq200 urine microscopy reportedly unable to view cells due to an artifact "line." Four (4) patient specimens out of 22 specimens reported false negative wbcs, however, the urine culture resulted in growth of organisms. Culture sensitivities were done and eventually sent to the requester (clinician), however, a significant delay in correcting the erroneous false negative occurred for at least 4 patients. The following mdrs are related to this event: 2023446-2014-00011, 00012 and 00013. A copy of the lab result is attached to the MDR.

Event description:
False negative wbc count reported on iq200 instrument due to presence of artifact "black line."